Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During the treatment an event was reported. The probe needle advanced slightly, roughly 2-3 mm, which was corrected by occasionally pulling back the same amount. The physician was not concerned about the minor probe migration and did not communicate any impact to the pt.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the probe migration could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).